Event description:
It was reported that a review of the atrial tachy response (atr) episodes showed possible atrial loss of capture before the atrial arrythmia commenced. The other atr episode showed an intrinsic atrial event in post-ventricular atrial refractory period (pvarp) causing atrial pacing with possible functional non-capture and crosstalk. The atrial pacing event sensed in the noise window. It was advised to perform assessment of the atrial lead with a programmer. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.